Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The implant was returned for evaluation. Visually and optically confirmed on one of the axial connector m10 threads, the initial three threads display crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent with set screw cross-threading. Additionally, one side of the returned rods reveals witness marks consistent with improper or insufficient tightening of axial connector. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a pedicle subtraction osteotomy to treat degenerative disc disease. Approximately 5 months post-op it was found during a routine visit that the connectors became loose and disengaged from the rods. The patient's position was lost and caused kyphosis where the connectors disengaged. The patient underwent revision surgery to remove and replace the connectors. No additional patient complications were reported.